Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3 plus sensor while using the ilet system, which was resolved by rescanning the sensor and initiating a normal warmup period. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention or hospitalization. User support included user-guided troubleshooting and education, which restored sensor communication. Investigation of this case revealed a temporary communication or pairing issue at the sensor-app interface that resolved with standard corrective action, with no device damage observed. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient connectivity interference.